Manufacturer narrative:
Concomitant medical products: product ID: 3389, serial/lot #: unknown. Product ID: 3389, serial/lot #: unknown. Age: this value is the average age of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Sharma vd, lyons ke, nazzaro jm, pahwa r. Does post-operative symptomatic lead edema associated with subthalamic dbs implantation im pact long-term clinical outcomes? J neurol sci. 2019;410:116647. 10.1016/j.jns.2019.116647 summary: post-operative, non-hemorrhagic, non-infectious symptomatic delayed edema around the dbs lead is an uncommon complication of dbs surgery. We investigated whether this complication impacts clinical outcomes or has long-term sequelae. Reported events: a 63 year old patient had both right and left side implanted, edema lasted for 4 days on the right side and 5 days on the left side. In addition to the edema, the patient had headaches, confusion, balance issues, gait and speech difficulty, and seizures. A (B)(6) year old patient had right side implanted, edema lasted for 3 days. In addition to the edema, the patient had seizures. A (B)(6) year old patient had left side implanted, edema lasted 3 days. In addition to the edema, the patient had seizures. The following device specifics were provided: 3389.